Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: the patient underwent fusion surgery in which rhbmp-2/acs was used. As per op-notes,¿ the spacer was removed and the wound was thoroughly irrigated. Any loose disc material was removed. The disc space was also irrigated. Next, the disc space was packed with locally harvested autograft and vitoss packing. Next, the peek cage was also packed with vitoss and locally harvested autograft along with one-sixth of a medium rhbmp-2 sponge. One-sixth of the medium rhbmp-2 sponge was also placed in the disc space. The peek cage was then placed in the disc space and its position was identified using a c-arm image intensifier. Prior to placement of the peek cage and the discectomy, four pedicle screws were placed, two at c4 and two at c5, by first using a high speed bur followed by a pedicle finder, pedicle probe, 5.5 mm tap, pedicle probe, and the appropriate length 6.5 mm pedicle screw. The c-arm image intensifier was used to identify appropriate placement of all screws. A temporary running rod was placed on the left and held in place after distraction was applied. After the peek spacer was placed, the temporary running rod was removed and permanent rods were placed to the left and right pedicle screws and held in place.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2010: the patient was discharged from the facility.